Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a visual inspection of the pump showed that the battery compartment was undamaged. The battery cap did not have damaged threads; however, the top of the cap was damaged. The cap was able to fully tighten on to the pump but was difficult to remove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.